Event description:
Reporter received a letter from walmart on 5/7/26 and humana pharmacy on (B)(6) 2026 stating both her true metrix air devices may be defective and give error code: e5. Reporter states she has never gotten that error code and has not experienced any adverse events. Pt: 4582. Device: 2588, 1420. This report captures true metrix air #2. Reference report: cdrh-50069035.